Event description:
It was reported that the patient received inappropriate shock due to functional under-sensing. The patient was in the hospital and was discharged and then received another shock on (B)(6) 2023. The patient was brought into the clinic on (B)(6) 2023 and programming changes were made. The patient was in stable condition.